Manufacturer narrative:
Other, other text: additional information: no patient involvement. Device evaluation- the device was returned for evaluation. The testing showed the device could not power on. Internal examination determined the plunger cable did not operate due to mechanical wear.

Event description:
It was reported the device gave an error related to the interconnect board. No patient involvement.